Event description:
.

Event description:
It was reported that the tip of the inserter broke. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
Product analysis: visual examination confirms the inferior tang is broken. The broken piece is missing, and was not returned for analysis. Fracture initiation appeared to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface revealed a fairly quasi-brittle fracture, with some indication of fatigue, as indicated by the progressive striations, subsequently followed by overload. This was indicated by the increased material disruption and tortuous fracture morphology. After visual and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. Analysis was unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.